Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringes nacl 0.9% the plunger was difficult to move. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the syringes are jamming around 4ml."